Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was suspend and did not turned back on. The customer's blood glucose level goes down to 90 mg/dl and at the time of incident was 58 mg/dl. The customer will not return insulin pump for analysis.